Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Contact alleged the pump did not ¿provide enough pressure to push insulin¿ into the customer. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method for insulin therapy, and the contact declined to provide any additional information.